Event description:
Additional information - it was reported that there was another episode of right ventricular lead noise causing noise reversion episodes. There were no signs of compromised lead integrity noted. It is unknown whether or not the patient was symptomatic to this event.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was picking up noise. The noise triggered noise reversion and high ventricular rate episodes. The noise was too large to program around, so the patient would continue to be monitored.